Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Tperitoneal dialysis patient reported multiple liberty select cycler alarms during treatment. During troubleshooting the patient reported a high drain volume during treatment. Treatment data was provided and assessed for 150% and 180% iipv and did reveal an episode of increased intraperitoneal volume (iipv). The largest drain volume from this treatment occurred during drain (2) where 5163ml drained. This drain is 207% of the prescribed fill volume. In order to be a reportable malfunction, at least 180% of the prescribed fill volume would have to have been drained. A 180% of fill volume 2499ml is 4498ml. Therefore, a reportable malfunction has occurred. The patient was advised to discontinue use of the cycler and to contact the peritoneal dialysis nurse. It was indicated that the patient would complete treatment with continuous ambulatory peritoneal dialysis. Follow up with the patient¿s peritoneal dialysis nurse indicated that the patient has been performing continuous ambulatory peritoneal dialysis since the alleged event and that the patient has been scheduled to see a surgeon to discuss if the patient¿s catheter migrated. There was no complications related to the cycler reported.

Event description:
"."

Manufacturer narrative:
Plant investigation: the reported complaint symptom code (non-operational question ¿ general) refers to the customer reported allegation as stated in the complaint data. Code cannot be confirmed or unconfirmed. Information has been documented. The reported complaint symptom trng: soft alarm-patient line is blocked was not confirmed. The reported complaint symptom dc drain complication encountered was not confirmed. The reported complaint symptom (dv > 200% of fv) was not confirmed. A visual inspection of the returned cycler exterior showed no signs of physical damage. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The system air leak test passed. The valve actuation test passed. The load cell verification was within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.